Event description:
Customer called to report hospitalization due to high blood glucose. Blood glucose reading was 446 mg/dl. Customer showed symptoms of high blood glucose; headache and leg cramps. Husband administered 8 units of insulin through manual injection to treat high blood glucose. Advised customer to send pump in for testing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.